Manufacturer narrative:
The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.

Event description:
During evaluation of the unit on 7/20/07 the reported failure was confirmed. The failure was isolated to the main pcb. This is no associated with the recall. There was no patient harm reported.